Event description:
MFR rec'd report of mitral valve thrombosis. Valve was explanted. Pt is reported in good condition.

Manufacturer narrative:
H6. Evaluation codes. Method: a device history records review was conducted. Results: the device history records review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Conclusion: the leaflets were immobile due to thrombus.